Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed off no power and also had a keypad anomaly. Customer was assisted with troubleshooting for off no power alarm. Customer's blood glucose was 104mg/dl at the time of incident. The customer stated that they did not received a low battery alert prior to the off no power alert. Customer stated that the battery was not previously used, that the insulin pump was not dropped, the drive support cap was not damaged, and that there were no unattended alarms. The customer also stated that the battery cap was not loose, cracked or damaged. The customer stated that this was the second occurrence of off no power alert without a low battery warning. The customer was advised that the insulin pump needed to be replaced. The customer declined troubleshooting for the low battery and keypad anomaly. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened dome switch on up arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no off no power alert and low battery alert noted. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.